Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): the device not returned/received. Further investigation is not possible without the device.

Event description:
It was reported, during an implant procedure, the lead would not capture. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.